Event description:
It was reported that during a tka procedure, the distal femoral cut, lugs for 45 mm punch were burred. A 45mm punch was used. 4in1 block was seated. The anterior slot verified with the visualization tool. All values were acceptable, except anterior cut depth. Bone model lugs shifted 7mm anteriorly, seating the 4in1 7mm anterior. Upon returning to burr initial cut screen, used a pointer to locate the centre of model lugs which had migrated posteriorly. After which anterioristing block was used to redrill pinholes and get final value back to plan.